Event description:
A (B)(6) female patient contacted zoll customer support to report that the response buttons would not activate the device. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon evaluation, the rear response button cable was partially detached from the connector. The cause for the non-functional response button is the detached cable. The root cause for the detached cable cannot be positively identified but is likely assembly error. Once the cable was re-inserted, the response buttons were fully functional. No adverse event resulted from the detached response button cable. The patient received a replacement monitor.